Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 28, 2017: litigation received. Litigation alleges progressive pain and presence of abnormal chromium-cobalt ions in the blood. It was also reported, during the revision a noticeable granulomatous reaction of the tissues to the prosthesis metallosis was observed. There is no medical records and laboratory values provided.

Manufacturer narrative:
Additional narrative: (B)(6)2017: litigation received. Litigation alleges progressive pain and presence of abnormal chromium-cobalt ions in the blood. It was also reported, during the revision a noticeable granulomatous reaction of the tissues to the prosthesis metallosis was observed. There is no medical records and laboratory values provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.